Event description:
It was reported that while conducting preventive maintenance on the system, it was found that the handpiece's snaplock was broken and that the connector was bent. No patient was involved.